Event description:
Same case as MDR ID# 2134265-2015-04228, 2134265-2015-04311 and 2134265-2015-04224. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an intravascular ultrasound(ivus) imaging catheter and a sled. During the procedure, it was noted that the automatic pullback was not able to be performed, there was no movement on the sled and ivus catheter was working correctly. A new sled was inserted however the issue was not resolved. The procedure was completed with a manual record. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).